Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited a high out of range shock impedance measurement, greater than 145 ohms. Technical services (ts) discussed troubleshooting options and recommended lead revision due to lead age and suspected calcification issue. The rv lead was surgically abandoned and replaced with a new lead different model. No adverse patient effects were reported.